Event description:
Report received of blood backing up into the patient's IV line with no pump alarm. The pump was programmed to infuse gamimune at a rate between 100 and 120ml/hour. Approximately 1 hour after the infusion was initiated, it was noted that blood was backing up into the IV tubing. There was no pump alarm. Blood had reportedly backed up 3 to 3 1/2 inches and was noted right away. The IV line was flushed and therapy was continued using a different pump. There was no adverse affect to the patient. Though requested, no additional information was available.